Manufacturer narrative:
During record review on 25 june 2019, it was identified the aware date had the incorrect date of (B)(6) 2019. Date of report was updated to reflect the actual aware date of (B)(6) 2019 which is the actual date the philips employee was aware.

Manufacturer narrative:
Device returned to manufacturer on 28 may 2019. Device evaluation: evaluation completed on 29 may 2019. A major kink is present just distal of bifurcate handle, with fibers exposed. Approximately ¼ of the fibers are dead at the distal tip and the proximal coupler. No damage was seen to bifurcate, proximal coupler or tail tube. This is determined to be use related due to the kink present in the device, and then the broken fibers subsequently burned through the device''s outer jacket. Method, results, and conclusions codes added after device evaluation was complete.

Manufacturer narrative:
Patient weight was unavailable from the site. Device evaluation is anticipated, but the device has not yet been received for evaluation.

Event description:
This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. A cardiac lead extraction procedure commenced to remove a malfunctioning cardiac electrode lead. A spectranetics glidelight laser sheath 500-303 was utilized during the lead extraction. It was reported that light was visible from the laser sheath and that the surgeon burned his index finger on the sheath. No medical intervention was required for the surgeon's finger. The catheter was unable to pass through the fibrosis. Another sheath was used instead to finish the procedure, with no reported patient harm.